Event description:
It was reported that the ventilator generated technical error codes indicating control printed circuit board error, disabled ventilation and stop of ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, the control printed circuit board was replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Control circuit board contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on control circuit board. The system software must be re-installed if control circuit board is replaced. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. Disabled ventilation technical error indicates communication error or control printed circuit board error during startup. Stop of ventilation technical error is triggered due to a software conflict. Two control printed circuit boards detected on can bus. Can (controlled area network) bus system is a communication system which allows communication between different parts of equipment through pc board integration. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint was related to control printed circuit board. The UDI information is not available since the device was manufactured before 2015.